Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as it was discarded; however, an investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction of the liner, the blue plastic portion of the impactor handle fractured, resulting in a complete break circumferentially. There was no harm to patient or operator and the procedure was completed with another device without delay. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.